Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen is broken on the insulin pump. Customer's blood glucose was over 100 mg/dl. Customer stated that the screen is broken and shattered. Customer stated that he went hiking and fell on a rock. Customer stated that he has been injecting insulin with needles. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.